Event description:
The customer contact reported delay in critical therapy following an alarm condition. It was reported that the patient was hypotensive and was receiving unspecified concentrations of epinephrine and dopamine via an unspecified pump. At an unspecified time, the patient was ordered to receive an unspecified "bolus" of albumin. It was reported, the tubing set was primed manually and the cassette was loaded into an unspecified symbiq pump. The customer contact indicated that after the delivery was started, the pump alarmed with an unspecified cassette error message. The tubing set was then loaded into an unspecified number of pumps; however, the pumps alarmed with an unspecified cassette error message after the deliveries were started. The tubing set was replaced. It was reported that during the alarm conditions, the epinephrine and dopamine deliveries were being titrated up to unspecified rates. Although requested, the customer contact could not provide specific event details, clinical information or patient outcome.

Manufacturer narrative:
The device was received. Investigation is not complete. (B)(4).